Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an electrical malfunction the patient's pace/sense impedance has been extremely variable and were not able to reproduce any sort of noise with isometrics.